Manufacturer narrative:
(B)(4) date sent: 10/11/2016. Batch # (B)(4). The analysis results found that the mcm20 device was returned with one clip jammed inside clip tack; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was cycled and 2 malformed clips were formed due to an anti-backup failure. The remaining 15 clips were fed and formed as intended. In addition, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position and the anti-backup lever was noted to be worn out. It is possible that this worn out condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips wouldn't advance along the applier. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.